Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 02-oct-2015. The bayer reference number for the ptc report is: (B)(4). Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and found out that the left coil migrated out of the tube and punctured her uterus (interpreted as uterine perforation). She also experienced bleeding in her stomach. She underwent a hysterectomy 3 years after essure insertion. These events are serious due to medical significance. Uterine perforation is a listed event in the reference safety information for essure, while the remaining event is unlisted. Uterine perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case the exact date and mechanism of the perforation were not reported. Given the nature of this event, causality with essure cannot be excluded. Regarding event bleeding in stomach, common causes are peptic ulcers, mallory-weiss tears, and acute stress gastritis. Considering the pathophysiology of this event and essure local effect in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1098, awareness date 30-aug-2015). It refers to a (B)(6) female consumer in united states who had essure inserted (fallopian tube occlusion insert ) in 2012. Consumer had essure for three years and in those three years she had chronic migraines, weight gain, bleeding in stomach, became anemic, low vitamin d, chronic lower back pain, stomach pains (felt like labor pains), severe depression, anxiety and hypothyroidism. She underwent varios tests throughout those three years such as MRI of head, endoscopy, colonoscopy, vaginal ultrasound and constant blood test. She recently found out that the left coil migrated out of the tube and punctured her uterus. She had a total hysterectomy in (B)(6) 2015 at (B)(6). Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and found out that the left coil migrated out of the tube and punctured her uterus (interpreted as uterine perforation). She also experienced bleeding in her stomach. She underwent a hysterectomy 3 years after essure insertion. These events are serious due to medical significance. Uterine perforation is a listed event in the reference safety information for essure, while the remaining event is unlisted. Uterine perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case the exact date and mechanism of the perforation were not reported. Given the nature of this event, causality with essure cannot be excluded. Regarding event bleeding in stomach, common causes are peptic ulcers, mallory-weiss tears, and acute stress gastritis. Considering the pathophysiology of this event and essure local effect in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.